Event description:
A customer reported readings from their system have been looking strange. They said that during a blood glucose test the display results appear to have missing segments. While on the phone a review of the system was conducted. It was learned that portions of the "hundreds, tens and units" digits were missing segments. In addition, the customer could not see the date or the time in the display. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided.